Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to t wave oversensing and an atrial driven rhythm with a wide complex. The shock episode occurred in secondary vector with reversed polarity. Technical services (ts) recommended reprogramming to a different vector and exercising the patient to assess morphology stability at higher heart rates. This s-ICD was reprogrammed to primary vector. Also, it was reported there was a latitude connection issue. Ts recommended sending in device data once the issue was resolved. The connection issue was resolved, and a request was made to have data from this device analyzed in primary vector. Device analysis confirmed there was no oversensing from normal sinus rhythm to tachycardia detection in primary vector. This s-ICD remains in service. No additional adverse patient effects were reported.